Manufacturer narrative:
It was reported that following insertion the patient experienced infection, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh removals on (B)(6) 2008 and (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that on 02/09/2009 patient underwent laser of foreign body ¿sutured encrusted¿ in bladder.

Manufacturer narrative:
Date sent to the FDA: 07/06/2017. Patient codes: (B)(4) vaginal shrinkage. It was reported that following insertion the patient experienced vaginal shrinkage.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced adhesions, urinary retention and urinary incontinence.